Event description:
It was reported that the doctor implanted a long term catheter from right internal juglar in (B)(6) 2012. On (B)(6) 2012, the pt found his catheter out of position 4 cm when he was in hemodialysis. The doctor had to change to a new catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of (B)(4) showed three other similar product complaint(s) from this lot number (370392, 406114, 406123).